Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent act button due to flattened dome switches (no crease). No unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to pushed. No harm requiring medical intervention was reported. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.